Event description:
It was reported that the patient had fallen a little over a year prior to this report and wasn't able to recharge their implantable neurostimulator (ins) since. It was stated that the patient "fell and could not charge it". It was noted that the device "fell out of the pocket". It was stated that the physician mode resets were not successful. It was noted that the health care provider thought the ins cannot be "brought back" and must be replaced. The caller was redirected to the patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3998, lot# j0543044v, implanted: (B)(6) 2005, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708260,# serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4)

Manufacturer narrative:
(B)(4).